Manufacturer narrative:
H.3., h.6. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a health care professional stated that consumer experienced scratched eye associated with an eye infection after wearing the contact lenses. Then consumer visited the doctor and advised to discontinue the use of the contact lenses for a few weeks then symptoms got resolved. Consumer used another pair of contact lenses again and eyes became irritated and seems like eye infected again. The current status of the consumer¿s eye is unknown at the time of the report. Additional information has been requested but not yet received.